Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level was 193 mg/dl. Systems check was performed with tandem technical support and no issues were identified. Customer successfully changed the cartridge and resumed insulin delivery after the systems check.